Event description:
The customer reported that the pads ECG waveform did not display while in use on a patient. There was no patient impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.